Event description:
The account alleged, the bed has no functions.

Manufacturer narrative:
The account indicated that a third party technician repaired the bed and they are unaware of what the actual repair was.